Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's left eye (os). The reporter indicated the lens was repositioned approximately 2 week ago and the lens position looked good. The patient's vision continues to improve with uncorrected visual acuity of 20/30. There are some cortical changes, which may be the beginning of a cataract. The pupil is slightly atonic, which is causing problems with the patient's night vision (glare). The lens remains implanted, with the vault at 30% and appears symmetric.

Manufacturer narrative:
(B)(4) - (new incision); (secondary surgery); cataract, induced; (glare); (repositioned). Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Manufacturer narrative:
Per medical review - lens edge effects are a source of optical aberrations-such as glare and halos. Night glare results when pupils dilate larger than the icls, and this patient has a mildly atonic pupil os. The three-year FDA study reported marked/severe night driving difficulties in 16.7% of patients with low lens optic diameter. This complaint is likely related to the icls. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).